Manufacturer narrative:
The report was inadvertently submitted. The reported information and device investigation findings were submitted under mfg report #3013756811-2021-63561

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a temperature alarm occurred. Pump was not exposed to extreme temperatures at time of event. . Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.